Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, the tip of the stapler 30 instrument would not clamp down. No fragment fell into the patient. It was noted that the device was not used on the patient. No known impact or patient consequence was reported.